Event description:
It was reported to boston scientific corporation that an autotome rx 39 was attempted to be used in the common bile duct during a procedure performed on an unknown date. During the procedure, the autotome was inserted through the scope and advanced to the papilla in a normal fashion. The autotome was engaged into the ampulla, then the wire snapped inside the common bile duct. The auto tome was then removed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Manufacturer narrative:
Block a1, a2, a3a, a3b, b3 and b5 have been updated based on additional information received july 3, 2025. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was attempted to be used in the common bile duct during a procedure performed on an unknown date. During the procedure, the autotome was inserted through the scope and advanced to the papilla in a normal fashion. The autotome was engaged into the ampulla, then the wire snapped inside the common bile duct. The auto tome was then removed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Additional information was received on july 3, 2025: it was reported that the event date was on may 28, 2025.